Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) did not detect a backup battery. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.

Manufacturer narrative:
Testing of actual/ suspected device: a getinge field service engineer (fse) was dispatched to evaluate this unit. The fse checked the unit and determined the batteries were defective and needed to be replaced. We continue to follow up for the repair status. A supplemental report will be submitted upon receipt of new information and/or completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, g7, h2, h4, h6(investigation type, investigation findings & investigation conclusions), h10, h11corrected fields: d1, d4(model#, catalog# & UDI#), d5, g1(contact person)

Event description:
It was reported that during a routine check, the cs100 intra-aortic balloon pump (iabp) did not detect a backup battery. There was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
Updated fields: b4, d10, e2, e3, g3, g4, g7, h2, h3, h10, h11. Corrected fields: a1, b5, b6, b7, d11, d1, d4 (version or model #, catalog #, unique identifier (UDI) #), h6 (health effect ¿ impact codes). The getinge field service engineer (fse) returned at a later date with the necessary parts. The fse replaced the batteries then completed all safety, functionality, and calibration checks. All tests passed to factory specifications, and the iabp unit was cleared for clinical use and released to the customer. A supplemental report will be submitted upon completion of our investigation.